Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) consumer (gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route dental, lot number, expiration date and frequency unspecified). Within two weeks of device usage, the two toothbrushes from the same package broke in half while brushing the teeth. The consumer had never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: based upon an acceptable manufacturing/facility issue review, lack of a product name, lot number and sample, and no adverse trends this complaint cannot be confirmed and a root cause cannot be determined for this complaint. If a product name, lot number or sample is received, this case will be reopened and investigated accordingly. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) consumer (gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route dental, lot number, expiration date and frequency unspecified). Within two weeks of device usage, the two toothbrushes from the same package broke in half while brushing the teeth. The consumer had never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.